Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the pump was displaying infusion complete, but the light on the pump was green and the pump was not alarming. The medication that was infusing was fentanyl 1500 mcg in a 30 ml syringe for continuous sedation. It was noted the plunger grippers would not close around the plunger. The patient had not been sedated adequately for the previous shifts. The patient was possibly under-medicated, but there was no patient harm.

Manufacturer narrative:
The customer¿s report of a pca module displaying infusion complete on the pca module¿s display, however the light on the pump was green and not alarming was not confirmed. The customer¿s concerns of the possibility of an under infusion was not confirmed. The source pca module¿s event log identified 2 infusion programmed on (B)(6) 2018. The first infusion was programmed to infuse at a rate of 3ml/hr vtbi 19.0544ml and completed after approximately 6 hours. The second infusion was programmed at a rate of 3ml/hr vtbi 30.4047ml. During the infusion irregularities were observed in the log where the pump alarmed 3 times for ¿door unlock¿, ¿door open¿ and ¿check syringe¿. The pca module was then channeled off. The infusion time was approximately 1 hour. Functional testing found the device operating in specification, and there were no irregularities observed during infusion testing. Internal inspection of the pca module found the drive arm bent and fluid ingress in the lower housing at the gripper claw posts. The fluid ingress and flashing in the upper housing is believed to be the cause of the gripper clause remaining open. It is unlikely that this failure mode could lead to an under infusion. The root cause that the pump was displaying infusion complete, but the light on the pump was green and the pump was not alarming was not identified. The probable cause that the plunger grippers would not close around the plunger is a combination of fluid ingress and wear in the housing, in which the gripper claws fit.

Event description:
The customer reported a possible under infusion. The pca pump displayed infusion complete, but the light on the pump was green and the pump was not alarming. Fentanyl 1500mcg/30 ml syringe was infusing continuously for sedation. Upon closer inspection the nurse noted the plunger grippers would not close around the plunger, and felt this would account for the patient's inadequate sedation in previous shifts. As a result, they suspected the patient was possibly under dosed, or under medicated. There was no patient harm.